Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 gastro pediatric biopsy forceps was going to be used in the bile duct for a biopsy procedure on an unknown date. According to the complainant, during preparation prior to the procedure, a human hair was found half sealed inside the sterile pouch. No damage was noted on the sterile seal or device packaging. The procedure was completed with another radial jaw¿ 4 gastro pediatric biopsy forceps. There were no patient complications reported as a result of this event.